Event description:
(B)(4). Same case as 2134265-2009-05595 and 2134265-2009-05596. Same patient as 2134265-2009-05613. The patient was enrolled in (B)(6) 2008. The patient has a lesion type ii located in the right carotid artery. The lesion length is 15mm and has a reference vessel diameter of 5mm. There was 85% stenosis as measured by nascet. Thrombus, dissection, or pseudo aneurysm were not present. There was 1+ calcium present and target vessel tortuosity was not present. Ulceration was present. The carotid wallstent monorail used had a diameter that was 9mm and the length was 30mm. Cerebral protection was used, the filterwire ex (190 cm). The maverick was used for the pta procedure. No heart rhythm stimulant or vasodilator was used. There was a peri-operative event of transient ischemic attack (tia). No actions were taken and the outcome was resolved with no residual effects. Procedural results included successful placement of the stent at the intended site. There was successful use of the cerebral protection device. The procedure was technically successful with 0-29% residual stenosis. Post-procedure discharge clinical assessment morphological outcome note the carotid stent was patent with 0 % residual stenosis. The patient clinical outcome was asymptomatic and there were no complication less than 24hrs after the procedure.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.